Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0001385. Please refer to mfg report number 2249723-2025-0001385 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0001475 in your database.

Manufacturer narrative:
Due to character limit e1; event site name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer cardiosave intra aortic balloon pump(iabp), compressor is malfunctioning. There was no patient involved.